Manufacturer narrative:
The customer's report of "unable to switch modes" was observed and attributed to a lifted pad on an integrated circuit on the control board. The customer's report of "intermittent power up" was observed and attributed to a system interconnection cable not properly seated to a connector on the control board. The control board was replaced and scrapped to resolve the reports. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device was unable to switch modes and intermittently would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.